Manufacturer narrative:
(B)(4). Additional information was received on 7/12/2018 concerning the reason for the explant.

Event description:
The patient's incision site kept opening up and the pump was subsequently explanted on (B)(6) 2014.

Manufacturer narrative:
Internal complaint number: complaint- (B)(4).

Event description:
It was reported that the patient's body "rejected the pump" and the pump was subsequently explanted. The date of explant is unknown.